Manufacturer narrative:
The manufacturer previously reported information from a customer that a ventilator inoperative condition occurred on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, the complaint was confirmed. A machine flow drift high ventilator inoperative error code was found in the device's error log. The technician states that the machine flow sensor was replaced to resolve the error. Also, a therapy held in boot monitor software ventilator inoperative error code was found in the device's error log as well. The technician states that the system printed circuit assembly (pca) board was replaced to resolve the error. Additionally, it is noted that a motor controller shut down and motor flux magnitude runtime error code were also found in the device's error log. The blower assembly was replaced to resolve the issue. Also, a drift debug error code was also found in the device's error log and the replacement of the system pca resolve this issue. The in-line micron filter is contaminated. The air inlet foam filter was replaced for maintenance. The device passed all final testing.

Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.